Event description:
Arthrocare wand being used on pt's shoulder. Fluid in wand became so hot that it scalded the pt's right shoulder. Machine shut down and probe isolated. Pt had blister and second degree burn noted to right shoulder.